Manufacturer narrative:
This reported event and any subsequent repairs have been investigated through the normal tsc troubleshooting process. A device service history cannot be performed because the serial number was not provided. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in bd2 trackwise cannot be conducted. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4). Customer called requesting assistance performing the analog sensor test. They remembered doing it in the seminar but did not see it in there task list. After having the customer add the test to there alaris systems maintenance task list it was determined after the test the pressure sensors were good. No patient involvement. Serial number not available.